Event description:
Add'l info obtained from rptr. The neonate was being treated with antibiotics. The neonate eventually expired, however, rptr stated the incident did not contribute to the death. Per the rptr, the neonate had "serious problems".